Event description:
Caller reported a data error alert occurred after the pump ship date. Customer's blood glucose level at the time of the issue was 247 mg/dl, which was within the normal range. Caller reset the pump using information provided by technical support, though resetting did not restore history logs. Technical support informed caller that some history logs might have been erased but this did not affect therapy, and customer continued using the pump for insulin therapy.